Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope resulting in the interrogation of their device. Upon interrogation, it was noted that the patient¿s right atrial (ra) lead exhibited high threshold as well as the potential for undersensing with low p-waves. In addition, possible occasional undersensed and oversensed beats were noted on the right ventricular (rv) lead which may have caused withheld therapy for a few beats. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.